Manufacturer narrative:
Additional information: additional information received from the customer confirmed that a backup lens was not used to complete the procedure. The procedure was incomplete. This current report is to update this information. Section h6- health effect - clinical code: 4582 is used to capture the incomplete treatment. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, not explanted. Section e1: address, city, state and zip code: a partial address was provided. (B)(6). Entering the telephone number in h11 as the field only takes the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector in the preloaded johnson and johnson (jnj) intraocular lens (iol) did not engage the lens. When the ophthalmic viscosurgical device (ovd) was applied in the cartridge and the plunger was advanced, it failed to engage the iol. The plunger was retracted to try taking the lens again. It was noticed under a microscope that the lens remained in the same position. But the moment the doctor attempted to implant the iol, one of the haptics remained stuck causing it to detach. Reportedly, neither the lens nor the cartridge touched the eye. There was no medical intervention such as a vitrectomy, incision enlargement or sutures. No further information was provided.